Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, high capture threshold and a loss of capture were observed on the right ventricular (rv) lead. Lead revision is anticipated. The patient was stable and will continue to be monitored.